Event description:
Received a copy of an article in regard to "a hypotheses to explain acute adjustment disorder after phakic intraocular lens implantation in a highly myopic patient: potential causes and suggested remedies". The article involved a 35 year old female with high myopia following post bilateral icl placement. At one week post-op, the patient was having difficulty adjusting to the vision provided by her implants particularly related to image size. The patient was having waxing and waning symptoms of panic attacks and was prescribed anti-anxiety medication. This lessened some of her symptoms but she continued to have difficulty adjusting. The patient was started on several different selective serotonin reuptake inhibitors with mild improvement. She then sought cognitive therapy to help with her difficulty adjusting with subjective improvement at her 2 month follow-up. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Health impact- clinical code: 4581 - difficulty adjusting to vision, image size (panic attacks). Health effect impact code: 4644 - serotonin reuptake inhibitors. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).